Event description:
Resident was found lyind down on the floor, left leg was elevated with bed side rail post embeded through left upper inner thigh.resident was transferred to hospital ER and underwent surgery to remove rod. Remained hospitalized with IV antibiotic therapy for five (5) days. Resident returned to this facility 9/16/92device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.